Event description:
The secure connection section came apart while the chest tube device was in the patient which caused a pneumothorax, desaturation and prolonged treatment. Additional information received on 06/11/2015: a 24 fr cook chest tube was placed in the right lateral chest of the patient on (B)(6) 2015 at approximately 1335h. The chest tube was left in place. The end was taped to the drainage system. A chest x-ray was performed and the disconnection may have increased the length of need for the chest tube. The broken end was outside of the patient and nothing adverse remained inside of the patient. The patient did experience an adverse event with a recurrent pneumothorax and severe hypoxemia - a direct result of the chest tube failure. Luckily the problem was recognized immediately by the bedside team and was corrected without permanent patient injury. No apparent adverse effects were reported after the event.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Evaluation - investigation during the course of investigation, a dimensional verification, and a review of the complaint history, documentation, drawing, instructions for use (IFU), quality control (qc), and a visual inspection of the returned (used and unused) products was conducted. One separated adaptor was returned in a bio bag along with one opened, but appears to be unused thal-quick chest tube set. The returned products were examined and found to be within dimensional tolerance per the appropriate drawing. No visual damage was noted. Per specification, there is a 100% inspection of the hub; confirming the proximal end of catheter; checking for the correct fitting and verify the security of the fitting to tubing. The device is supplied with an instructions for use (IFU); which gives device description, warnings and instructions for placement and use of the device. Based on the information provided and the results of our investigation, the root cause of this event cannot be determined. We have notified the appropriate internal personnel and will continue to monitor for similar events. Per the quality engineering risk assessment, additional risk reduction is not required.

Event description:
The initial information provided stated that the secure connection section came apart while the chest tube device was in the patient; resulting in a pneumothorax, desaturation and prolonged treatment. Additional information received on 11june2015: a 24 fr cook chest tube was placed in the right lateral chest of the patient on (B)(6) 2015 at approximately 1335h. The chest tube was left in place. The end was taped to the drainage system. A chest x-ray was performed and the disconnection may have increased the length of need for the chest tube. The broken end was outside of the patient and no device nor fragments remained inside of the patient. The patient did however; experience an adverse event with a recurrent pneumothorax and severe hypoxemia - a direct result of the chest tube failure. It was reported that the problem was recognized immediately by the bedside team and was corrected without permanent patient injury. No apparent adverse effects were reported after the event.